Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least one (01) unspecified solution set leaked at the y-site port closest to the patient, resulting in blood backflow into the tubing. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.